Event description:
It was reported that air bubbles were observed within the cartridge canister. Tandem technical support assisted customer with filling tubing to push air out of cartridge. Customer¿s blood glucose level was 320 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.